Manufacturer narrative:
Additional information was received regarding the event. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
On 13jun2024 it was confirmed that the power supply sparked when the patient electronic system was plugged in. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of unit revealed that there was no spark from the returned power cord when plugged in. However, the right-angle extension cable and power supply cable were confirmed to be defective (right-angle extension cable and power supply cable has exposed wires), therefore, a golden right-angle extension cable and a golden power supply were used in all future testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Problem of customer reported a broken power supply was confirmed. It was also found that the pes had a frayed power connector plug as the right-angle extension cable was found to be frayed. The problem of the pes power cord sparked was also unconfirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.